Event description:
Rt stated pt family member called and vent shut down over weekend. Inop alarm did activate, family member was able to turn vent off, and then reset (turn on) vent. No pt harm indicated, pt was bagged during vent outage. No alarms previous to shut down, was no ac power at time of event. Family member states she awoke to find ventilator turned off- while vent was attached to pt- disconnected pt from vent and tried to turn off vent. Pressed off/standby and vent turned back on. Lock was off when family member pressed button locked off. Vent shut off again-never alarming. The vent was off when it turned itself back on-now reading hw fault-then disc/sense. Pt was trying to breathe with use of accessory muscles to breathe. Family member placed pt on t-mask with o2, which she uses during daytime activities. When rt arrived, family member had vent in kitchen, turned vent on, whining/grinding sound- alarmed disc/sense when not occluded, silenced/resent occluded circuit. Vent shut off- no alarm sounded- within a few seconds- vent turn back on- no alarm noted- hw fault show in display again with no alarm sounding. Allegations of vent causing pt harm. When vent was brought back to office- vent plugged to ac power vent turned on- no circuit attached- vent alarmed disc/sense then shut off- 5 seconds later turned on again- then turned off. Never alarming audible-reset button pushed. Hw fault appeared in display panel. Vent turned off- then slowly (extremely) sounded silenced and 15 seconds after- vent began to lowly alarm again.